Event description:
This event was not recognized as a potential reportable safe medical/MDR event. The patient was found on the floor in his posey restraint. The vest was not around his neck, but was still attached to his body. Facility speculates the patient's body weight, pulling on the straps attached to his vest caused him to express air out of his lungs causing respiratory failure.